Event description:
It was reported that the field representative called regarding performing a magnetic resonance imaging (MRI) when the right atrial (ra) pacing impedances measure 3,000 ohms. Technical services reviewed the device data and found there was a gradual rise in impedances and integrity of the lead is in question. Additionally, there was a stored electrogram (egm) which showed a lead safety switch (lss) due to myopotential. Technical services provided troubleshooting options and informed the field representative that this is a non-conditional system. At this time, the pacemaker and ra lead remains in service. No adverse patient effects were reported.